Event description:
It was reported that the patient had no stimulation sensation. The reporter stated that the patient reported a shocking or jolting sensation. The patient stated that he increased stimulation to a higher setting to test if he would feel stimulation, but only felt it when he moved or twisted and felt a momentary jolt. The patient stated that had happened just one time. It was noted that the patient had noticed this ¿awhile ago.¿ the reporter stated that the patient had tried to use it approximately 14 days prior to this report and was able to make adjustments using the programmer and was able to switch groups, but was unable to feel stimulation. It was noted that the device had not been checked since implant and the patient did not report any falls or trauma. Additional information has been requested. If further information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had the stimulator replaced on (B)(6) 2014 because the wire broke in his back. When the wire broke, he couldn't get any therapy. Additional information regarding the replacement was requested. If received a follow up report will be sent.